Event description:
On (B)(6), 2006, this pt was implanted with gore excluder aaa endoprosthesis for treatment of an abdominal aortic aneurysm. On (B)(6), 2010, this pt presented with leg pain and loss of sensation and was determined to have claudication and a thrombosed device left limb. On (B)(6), 2010, a reintervention occurred whereby the physician angio-jetted and thrombectomized the pt's thrombosed left limb (pxc). Two add'l bard lifestent vascular stents (12x80) were implanted at the level of the pxc. The pt tolerated the procedure. The outflow problem caused thrombosing.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications.